Manufacturer narrative:
The pod was received with the soft cannula not deployed. The download data showed that the pod was received in pod state 2, indicating that the pod had been filled but activation was not completed. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was used to download the data. Measurement of the shelf mode current found the shelf mode current to be out of specification at 28.93 microamps. Rerun of the pod when attached to the external power supply found it to prime and deploy as intended. Inspection of the pod found no other damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.